Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement due to losing fluid. Upon explant, three pinholes were seen in the left cylinder; however, the cause of the holes was unknown. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted and replaced due to fluid loss. Upon explant, three pinholes were seen in the left cylinder; however, the cause of the holes was unknown. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of fluid loss from this inflatable penile prosthesis (ipp) due to a hole in the cylinder was confirmed via product analysis. Analysis did not find three holes as reported clinically. Analysis also found that the pump deactivation mechanism was not functioning as intended. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual and microscopic inspection of the cylinders found wear at the folds of both cylinders and a hole was confirmed in one cylinder at the corner of a fold. Pressure testing was not conducted as a hold was confirmed. Visual and microscopic inspection of the pump did not reveal any anomalies. Upon functional testing, the pump did not pass the valve deactivate state test. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.